Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed mupirocin. Follow up indicated the irritation improved with the removal of the device.